Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the specific device history record (DHR) could not be conducted due the lot number being unknown. A DHR review was conducted on each of the 3 lots from the ship history search. No issues that could be associated to the complaint were found from the DHR review of any of the 3 lots from the ship history search. The most probable root cause of the reported event can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited performance of the device. A CAPA has been initiated to address the issue of the detachable tip.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (erpc) procedure, a basket detachment occurred. The procedure was being performed for stone removal from the common bile duct (cbd). The rx lithotripter compatible basket was advanced to the cbd and the stone was captured within the basket. The basket was unable to crush the stone and the basket broke inside the patient. It was noted that the "stainless steel piece inside of the basket" remained inside the patient. It was unknown what attempts were made to retrieve the stainless steel piece but noted that the metal piece was unable to be retrieved. Another of the same device was used to complete the procedure. The patient's status is reported as "fine".